Event description:
Procedure: total laparoscopic hysterectomy, according to the reporter: the needle broke off from device during suturing of mucosa. Device fragment fell into the patient (needle) and fragment was left in patient. No x-rays was used on the patient. Another device was used to complete the procedure. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).